Event description:
As reports by an edwards lifesciences affiliate, the physician left about half of the unexpandable portion of the sheath outside the patients body. And a strut started to bend, while he was inserting it. We stopped and took everything out together. Inserted a new sheath all the way into the patient. And was able to advance new valve with no issues. No injury to the patient. And valve successfully deployed.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review and the following was observed patients access vessel had present of calcification and tortuosity. The reported event was unable to be confirmed due to unavailability of returned device/relevant imagery medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU training materials revealed no deficiencies. As reported, the physician left about half of the unexpandable portion of the sheath outside the patients body and a strut started to bend while he was inserting it. We stopped and took everything out together. Inserted a new sheath all the way in and was able to advance new valve with no issues. In this case, half of the unexpandable portion (strain relief area) of the sheath was outside of the body, which can potentially caused the sheath to get less support from the vessel and become flimsy. Excessive force through the unsupported sheath can potentially allow the strut to interacted with the liner and cause the bent strut as reported. As such, available information suggests that procedural factors (incomplete sheath insertion to the patient, excessive force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.